Event description:
New information noted that the right ventricular lead exhibited an intermittent capture and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented to the emergency room (ER) due to bradycardia. Upon examination, it was noted that the right ventricular lead(rv) exhibited high pacing impedance. The rv lead was explanted and replaced. The patient recovered post-procedure.